Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient was pre-operatively diagnosed with thoracic disc herniation and calcified osteophyte at t6-t7 and underwent following procedures, thoracic discectomy at t6-t7. Subtotal vertebrectomy on t6-t7 with anterior cage and strut graft from t6-t7. Discectomy t6-t7. 4. Right thoracotomy with fifth rib resection, anterior exposure of t4 through 7 vertebral disc ,t5-t6 partial corpectomy and bone grafting with vertebral autologous bone spacer. On (B)(6) 2008: the patient underwent posterior instrumented spinal fusion thoracic t4-t10 with local bone autograft, allograft and bone morphogenic protein . Patient underwent radiology exam with the history of spinal surgery. Impression, ongoing hardware placement as spinal rods extends inferiorly to the level of t11. The lateral view shows a cage strut graft at the t6-t7 level. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.